Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. A field service engineer attempted to reimage the station using two different hard drives and two different image drives, but all attempts were unsuccessful. The fse replaced the hard drive, but the reimage still failed, then replaced the disarm cable, yet the issue persisted. Finally, replaced the all-in-one unit, after which the reimage was successfully completed. The customer has completed testing of the station and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station that was stuck on a blue recovery screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.